Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up. Upon review, the implantable cardioverter defibrillator exhibited a rf telemetry anomaly and was unable to be interrogated. The device would lock up upon interrogation. Successful interrogation was noted after removing the rf antenna. The patient was stable throughout and will be followed normally.